Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms. Commanded shock testing was performed and noted within range shock impedance measurements of 89 ohms. Monitoring will be continued. No additional adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Additional information was received that continued high out of range shock impedance measurements greater than 125 ohms were observed. Boston scientific technical services (ts) discussed troubleshooting options.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the clinic plans to continue monitoring.